Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that crack on side of insulin pump where they put reservoir in and also insulin squirts out more aggressively when priming. The customer blood glucose level was unknown. Customer also reported that insulin pump grinds or work hard when rewinding and also insulin pump had rejected new batteries. The device will not be return for analysis.